Manufacturer narrative:
Follow up #1 submitted: 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display screen did not have line through the display as alleged in the original complaint. Investigation did not confirm the original complaint. Unrelated to the original complaint, the display screen was noted to be dim, faded and discolored. Also unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging there were lines on the display screen. The distributor verified that the pump had audible tones. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.